Manufacturer narrative:
The insulin pump was received with blank display during count down number on display problem isolation. No constant tone was noted. The pump was received with scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 415 mg/dl. The customer stated that she turned on the baby monitor and her pump alarmed a long squeal. The customer stated that she took the battery out and the pump shut off. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display is still blank. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.